Manufacturer narrative:
The tandem t:slim pump user guide indicates that novolog has been tested up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated (values unknown). Elevated bg levels were treated by boluses via the pump and a flex pen. System check was performed with tandem technical support and the pump performed as intended. The customer indicated that they had been wearing the cartridge tubing and site for 5 days. Tandem technical support discussed labeling for proper use of cartridge tubing and site change with the customer. During same day follow up, the customer indicated that blood glucose levels had normalized, and the pump was working fine.